Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Multiple hypotube kinks were found along the length of the shaft. The shaft polymer extrusion had no issues identified with the distal extrusion. A visual examination of the balloon identified no issues. A detailed microscopic examination of the balloon material identified no issues with the balloon. There were no tears or pinholes observed in the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres with no leaks noted. A vacuum was pulled and the balloon deflated without any issue. The balloon was inflated for three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted. No other damages were observed along the device.